Event description:
According to the reporter: occurred during a laparoscopic paraesophageal hernia repair procedure. The needle came off prematurely from the suturing device. The device was difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issue and complete the case, a new suturing device was opened. There was no patient harm. The patient status is alive, no injury.